Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the lens frame leaned by physical stress to the distal end which disturbed movement of the zoom lens. As a result, the image became blurry due to the zooming malfunction. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the zoom out function of the subject device was not working. The reported issue occurred while preparing the subject device for use, prior to a gastroscopy procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service confirmed the zoom function was not working properly, resulting in a blurry image. This report is being submitted for the malfunction identified during the evaluation of the device (blurry image).

Manufacturer narrative:
In addition to a blurry image, service found the insertion tube was wrinkled, the objective lens was damaged, the light guide tube was aged, the switch box was worn, and the protector was aged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.